Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was no longer using the 2 devices because they quit working. They were planning to have them reactivated to the new doctor. No patient symptoms were reported. No further complications were reported or anticipated.